Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.